Event description:
It was reported that at a 2 months post-op follow up visit, x-ray revealed progression of the deterioration of bone ( x-rays on (B)(6) 12). Patient never complained of pain. Left foot hammer toe procedure. Blood panel did not show any underlining issues. No infection. Revision was performed with a competitor's implant.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. There was no report of a device failure. The cause of the event could not be determined from the information available and without device evaluation. Factors such as age, immune system status, bone quality and body chemistry may have contributed to the patient's condition. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.